Manufacturer narrative:
Investigation of the reported event is underway, a follow up report will be submitted once the investigation is completed.

Event description:
Patient reportedly experienced decentration two weeks post implant in the left eye. The surgeon attempted to reposition the lens and performed a vitrectomy due to weak zonules/dehiscence. The lens was ultimately explanted. Patient was subsequently lost to follow up.

Manufacturer narrative:
The device was not returned, therefore a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the medical review and available information, the most probable cause was weak zonular dehiscence and lens decentration.